Event description:
It was reported that during preparation for a procedure, the console displayed error codes 270 (system not operational for treatment. To operate the system, turn the key switch on, and restart system) and 58 (self-test process failure (one of the tests completed with fail status). There were no patient complications, however the procedure could not start due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a procedure, the console displayed error codes 270 (system not operational for treatment. To operate the system, turn the key switch on, and restart system) and 58 (self-test process failure (one of the tests completed with fail status)). There were no patient complications, however the procedure could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was confirmed. As of today, the laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was identified that the key switch was probably accidentally triggered, and that lead to the error code showed. The key switch was turned to the right position and that resolved the allegation reported. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review. The investigation is assigned a conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that during preparation for a procedure, the console displayed error codes 270 (system not operational for treatment. To operate the system, turn the key switch on, and restart system) and 58 (self-test process failure (one of the tests completed with fail status). There were no patient complications, however the procedure could not start due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.